Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during end user education a pca pump module failed multiple times to recognize the approved syringe 30ml bd (ref: (B)(4), lot number 5350649, exp 11-30-2020).   The user attempted to remove and reload syringe a few times and with different power cycles. They also tried other syringes from the same batch, would not recognize any of the three syringes. The user replaced a 50 ml bd syringe and had no issues. Other pca modules in the room recognized the same batch of syringes without issue. No patient contact/ harm, facility not open to public this was in education week.